Event description:
This suction catheter was leaking, causing low tidal volume delivery, and patient asynchrony with ventilation. The patient's volumes were very low and the catheter was leaking. The catheter was changed, and the patient did not sustain any harm. Problem resolved after the new catheter was in place. Suction catheters are routinely changed every 24 hours. This catheter was in place less than 24 hours.